Manufacturer narrative:
Consumer posted a review on walgreens.com. No follow up is to be expected with the complaint file and the incident will be closedinternally.

Event description:
Consumer left a review on walgreens.com stating that the product produces a false negative results for the omicron variant. Walgreens review from 12/20/2021: 1 out of 5 stars "please be careful!" These don't work with omicron variant false negatives stever82.

Event description:
Consumer left a review on (B)(6) stating that the product produces a false negative results for the omicron variant. (B)(6) review from on (B)(6) 2021: 1 out of 5 stars, "please be careful!" These don't work with omicron variant false negatives (B)(6).

Event description:
Consumer left a review on (B)(6) stating that the product produces a false negative results for the omicron variant. (B)(6) review from on (B)(6) 2021: 1 out of 5 stars, "please be careful!" These don't work with omicron variant false negatives (B)(6).